Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen. The indications for use were intractable spasticity and cerebral palsy. Although it was reported that there were "no reported therapy concerns, "it was also reported that the patient developed a "cyst" on the tip of the catheter, so the pump was turned off back in 2011 after the "cyst" was discovered. The "cyst" was not described as an inflammatory mass. The "cyst" (as the hcp referred to it) formed not long after the system was implanted. It was unknown if the symptoms were related to the drug. The hcp then decided to keep the system off but still implanted. The hcp since decided he wanted the patient to try the therapy again. The old system was explanted, and a new system was implanted on (B)(6) 2016.

Event description:
Additional information was received from a company representative and healthcare professional (hcp) and it was reported that the new system was implanted due to the patient's family wanting to retrial the intrathecal baclofen pump; the pump needed exchange and placement of the catheter at cervical. Per the hcp, when asked if the cyst was an inflammatory mass or granuloma, the hcp responded with "n/a".

Event description:
Additional information was received and it was reported that the patient¿s medical history included severe torsion dystonia and athetosis. A spinal myelogram on (B)(6) 2011 was abnormal. It showed repeat cystic formation so the therapy was discontinued. The patient was hospitalized for the new system implant. The intrathecal baclofen was restarted in (B)(6) 2016. As of (B)(6) 2016, the new pump was delivering baclofen (2000 mcg/ml at 345 mcg/day). As of (B)(6) 2016 the physician felt that the new pump was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.